Event description:
It was reported that prior to a generator change-out, the right atrial (ra) lead was noted with high capture threshold. The ra lead was capped on (B)(6) 2026, and a new lead was implanted. The patient was stable pre, during and post-surgery.